Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the stent dislodgment, additional non-surgical therapy/treatment, retrieval of the stent (snare) and delay in the procedure appear to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a peripheral stenting procedure to treat a target lesion in the right internal iliac artery. The omnilink elite stent delivery system (sds) was advanced into the patient anatomy without difficulty. At the bifurcation of the aorta, the physician advanced the omnilink elite out of the guide catheter. The stent dislodged from the delivery system balloon, possibly due to interaction with the vessel itself. The stent remained in the guide catheter. The guide catheter was removed, in an attempt to remove the dislodged stent; however, the stent came out of the guide catheter. A snare device was then advanced and was able to retrieve the dislodged stent from the patient anatomy. A second omnilink elite was then implanted at the target lesion. There were no adverse patient sequelae; however, a clinically significant delay was reported. No additional information was provided.